Manufacturer narrative:
(B)(4). Records indicate this lead is not available for return at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided or upon completion of analysis if the lead is returned.

Event description:
It was reported this right ventricular (rv) lead exhibited intermittent high threshold measurements along with pacing not being delivered as expected. It was noted the lead had pulled back with minimal slack. This lead was successfully explanted and replaced. No additional adverse patient effects were reported.